Event description:
Procedure: laparoscopic cholecystectomy. During a laparoscopic cholecystectomy, the surgeon noted a duodenal fistula and used an echelon 45 with a green re-load to staple that area and the stapler malfunctioned only leaving part of the staples in the stapled area and the rest stayed on the re-load. Another re-load was tried and would not work at all. Another echelon stapler was obtained and worked without incident. A ligamax 5mm clip applier was used on the gallbladder portion of the procedure and it also malfunctioned and had to obtain another clip applier. Due to the echelon stapler malfunction, and fistula, there was a hole in the bowel that needed repair, so we did a hand assist closure of duodenal fistula area. No further procedures were required.